Event description:
It was reported that the bd alaris smartsite pump infusion set was damaged. The following information was provided by the initial reporter: blue IV tubing attached to pt, IV fluid initiated, fluid noted to be leaking from little hole on filter. Infusion stopped and tubing changed. Bd alaris pump infusion set 0.2 micron filter. Ref: 11532269.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Two photos were received for quality evaluation. One photo was of the inline filter, and one photo was of the product lot number label. None of the photos provided show the reported failure. The customer complaint of leakage could not be confirmed with the photos submitted. Due to no physical sample being received, a full investigation could not be performed, and a root cause could not be determined. A device history record review for model 11532269 lot number 25085210 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.